Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a low blood glucose (bg) of 53 mg/dl by mistakenly changing the basal rate settings. Customer addressed low bg with juice and adjusted basal rate settings appropriately.